Manufacturer narrative:
(B)(6) 2014 - the event and explant dates have been reported to us and have been added to this report. The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - boston scientific received information that a right ventricular (rv) lead threshold increase was noted the day after the lead was implanted. X-ray revealed that the lead helix appeared not properly extended and, after opening the pocket, the helix of lead was confirmed not extended from the lead body thus a new right ventricular (rv) lead was implanted. The lead was no longer in service. No adverse patient effects were noted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The provided explant and event dates are chronologically impossible. Therefore, they will not be included in this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.